Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, for the malfunctions of image freeze and the front panel display disappeared, the probable cause would likely be printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset video system center image was frozen. The issue was found during an unspecified event. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the front panel display disappeared due to a faulty printed circuit board, and that the scope socket was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.